Manufacturer narrative:
An ocd field engineer arrived at the customer site and cleaned the reader camera. The fe also adjusted the reader camera and created a new reference image. The customer ran qc and accepted the results. Repairs have returned this instrument to expected operation. (B)(4)

Event description:
The customer reported that the provue interpreted a gel card as negative that was visually observed as a weak positive. No erroneous results were reported.